Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital not feeling well with bi-v pacing. The left ventricular lead was capped during a pulse generator upgrade.